Event description:
While surgeon was suturing fascia (procedure was inguinal hernia repair), tip of needle broke. Surgeon stopped suturing fascia and did an exploration of the area - needle tip recovered and procedure concluded uneventfully. Two pieces of the needle and the packaging are being returned to the manufacturer for examinationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.